Manufacturer narrative:
H.6. Investigation summary: material #: 301746. Lot/batch #: 3240846. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for leakage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using the bd vacutainer® flashback blood collection needle that there there is blood leakage at the tail end of the rubber plug. No patient impact.

Manufacturer narrative:
E.1 initial reporter facility name: (B)(6) hospital, (B)(6) (university. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® flashback blood collection needle that there there is blood leakage at the tail end of the rubber plug. No patient impact.